Event description:
It was reported to philips that the device's battery pca had bent pins. There was no patient involvement. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pin 3 was found bent and permanently compressed, and pin 5 was found slightly bent.

Event description:
It was reported to philips that the device's battery pca had bent pins. There was no patient involvement.